Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an atrial lead impedance warning for low impedance on the right atrial (ra) lead. There was also a high thresholds noted on this ra lead. This lead remains in use. No patient complications have been reported as a result of this event.